Manufacturer narrative:
Device data was sent in for engineering analysis to determine if device replacement was recommended during the lead revulsion procedure. Analysis confirmed there were no resets or abnormal alerts. The device appeared to be functioning properly and could be considered to remain implanted. A revision procedure was performed. Prior to being replaced, a 1.1 joule (j) shock was delivered. An alert was received indicating an 'open circuit'. Measurements of the shock impedances were all greater than 200 ohms. All other measurements within normal limits and stable. The lead was removed from the device header. Upon an attempt to reconnect the lead to the device, it was identified that the set screw seal plug was detached from the device header. The lead was connected to a new device and all measurements were within normal limits. A 1.1 j shock was again delivered with normal shock impedance measurements between 41 to 60 ohms. It was also verified that the terminal pin was properly inserted into the device header. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment it was identified that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high shock impedance measurements greater than 200 ohms. A conductor fracture was reported. The lead planned to be revised at a later date. No adverse patient effects were reported.